Manufacturer narrative:
A review of the manufacturing documentation ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient is experiencing a burning sensation at the ipg site during charging. The physician replaced the patient's ipg and the patient is doing well.

Event description:
A report was received that the patient is experiencing a burning sensation at the ipg site during charging. The physician replaced the patient's ipg and the patient is doing well.